Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and it was determined that the device was making a grinding noise when ran, would not secure the smallest k-wire, and an unknown debris and metal shavings were found inside the unit. It was further determined that the device failed pretest for check gripping power and function, check for untrue running, check clamping range, and check self-holding. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during a tibial-plateau-leveling osteotomy (tplo) surgical procedure it was observed that the quick coupling device was making a grinding noise and would not secure the k-wire properly. During in-house engineering evaluation it was observed that an unknown debris was found inside the unit and metal shavings found inside the unit. There was no human patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.